Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error alarm. Customer's blood glucose value was 112mg/dl. Insulin pump will be returned for analysis.

Manufacturer narrative:
No critical pump error alarms noted during testing. The insulin pump passed displacement test, active current measurement and self-test. The insulin pump was received with high sleep current measurement due to corrosion on electronic assemblies. The insulin pump was received with corroded force sensor assembly and moisture damage on motor assembly.